Event description:
Customer reported a past low blood glucose event with levels between about 30 to 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult with a healthcare provider to understand possible causes of the event, which the customer acknowledged and understood.